Event description:
A customer contacted baxter's technical service center to report having a check lines and bags alarm with the homechoice (hc) machine during prime. The home patient (hp) stated the alarm returned in prime so she replaced only the cassette and not the supply bags. The technical service representative (tsr) advised the hp to reset up again with all new supplies and call back if the alarm repeated. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated she was not made aware of the event, but would follow up with the home patient. Per the nurse, there were no adverse events as a result of this event and the patient was doing well on therapy.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Upon further investigation it was determined that there is no information to reasonably suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.